Event description:
Pt's nurse reported there was an issue with the battery on the pump. Unknown date of malfunction. Unknown if pt missed a dose, unknown if an adverse event occurred, unknown if defective device on hand for return. Unknown if md aware. No further info provided. Fabry (-anderson) disease.